Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. Visual inspection revealed the rl606 impedance sub board had detached from the impedance board. Ac power was applied to the rf generator and the system was powered on successfully. However, the unit did not stimulation or impedance output on all ports. Reseating the loose rl606 sub board onto the impedance board resolved the issue the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to detached impedance board.

Event description:
During the procedure, there was no stimulation when performing the sensory and motor tests. Turning the left button didn¿t give any stimulation and the procedure was cancelled. There were no adverse patient consequences.